Event description:
It was reported that the atrial lead impedance increased from around 900 ohms to 1349 ohms. The patient will be seen again in two months and monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.